Event description:
Reporter indicated that vns patient had passed away. Treating physician indicated the cause of death was most likely sudep (sudden unexplained death in epilepsy). Treating physician indicated that the ncp system was not related to the cause of death. It was reported that an autopsy is pending and disposition of the ncp system is unknown at this time. There is no indication that the device was not functioning properly.

Manufacturer narrative:
No device failure.